Event description:
It was reported that the patient expressed preference for a non-rechargable implantable neurostimulator (ins) because they found recharging "difficult." It was noted that the ins was explanted, a non-rechargable device was implanted and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Analysis of the implantable neurostimulator found the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was further reported there were no patient symptoms associated with recharging difficulty. It was noted patient was able to recharge, but found it was more hassle that she did not want to put up with. It was stated the patient preferred non-rechargeable even with knowledge it may need more frequent replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.